Event description:
The customer reported that the device was not getting any o2 output. The device would receive up to 21% but would not go any higher. The device also displayed an oxygen not available alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device was displaying o2 errors. The customer then reviewed the event logs and reported receiving error codes 1111 (cbit) check vent: oxygen device failed and 1208 alarm message: oxygen not available. The remote service engineer (rse) suspected that the o2 solenoid(s) were most likely faulty. The investigation is ongoing.

Manufacturer narrative:
Initial reporter: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The customer declined service of the device at this time. The customer will contact philips when they decide to send the device in for repair.